Event description:
During the device evaluation, dirt was observed in the colonovideoscope's connector and circuit board unit. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the reportable malfunctions were due to water leakage. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.